Manufacturer narrative:
The subject device was returned to sorc but has not been returned to omsc. Sorc checked the subject device for evaluation. It was confirmed that the diaphragm of the subject did not worked and was slow. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report from sorc, omsc surmised there was the possibility this phenomenon was attributed to the aging diaphragm deterioration and failure, of the subject device due to long term use with passing more than 13 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the diaphragm of the subject device which adjustment brightness was not worked. The date of event is unknown. There was no report of patient injury associated with the event.